Event description:
Patient reported right side "pain, swelling and extreme discomfort". Healthcare professional additionally reported right side exchange from textured to smooth implants due to the patients concerns with the product. Patient additionally reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "pain, swelling and extreme discomfort." Healthcare professional additionally reported right side exchange from textured to smooth implants due to the patients concerns with the product. Patient additionally reported right side capsular contracture baker grade unknown. Device has been explanted.